Manufacturer narrative:
Continuation of medical devices: 680r24 heart ring implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
In response to the advisory noting the potential for internal device arcing during high-voltage charging, the cardiac resynchronization therapy defibrillator (crt-d) was prophylactically replaced. No device malfunction was observed while the device was in use, however, given the potential for loss of device functionality, the crt-d was explanted and replaced to preclude harm to the patient. No patient complications have been reported as a result of this event.